Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that cracks were observed in the light blue main body of the minicap transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection was performed with both the naked eye and a microscope, and damage to the light blue main body was found in the form of cracks. Leak testing was performed with underwater pressure testing, with no leaks found. Clear passage and clamp function testing was performed with no issues noted. Upon completion of the investigation, the reported problem of damage to the main body was verified; however, the cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.